Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However the insulin pump has corroded keypad traces. No button alarms noted. The insulin pump has cracked battery tube threads, missing end cap sticker and minor scratches on lcd window display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, after exposure to perspiration. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 88 mg/dl. Nothing further was reported.